Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had felt hot to touch. The patient did not allege any harm or injury because of the reported issue. The patient claimed that the pump had gotten hot a few days earlier. She removed the pump's battery and let the device cool down. The patient then indicated that the alleged issue occurred again that day on (B)(6) 2012. However, at that time, the patient claimed that the pump's battery was leaking a brown liquid. The battery compartment was also allegedly corroded. The patient denied that the pump was damaged. She was able to secure the pump's battery cap to the pump. There was no evidence of moisture to the pump. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an overheating issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012. Follow-up #1 : the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: testing could not duplicate the reported overheating issue. The back box review shows a sudden vm drop due a stuck vp for 5 hours on the reported date. Pump powered on with a low battery alarm and was exercised; no overheating duplicated. The pump was tested with an external power supply. All currents were within specification inspection shows evidence of moisture corrosion in the battery compartment : a battery compartment leak is concluded. The pump case has a crack extending from the seal to the display lens. The pump failed a leak test and confirms a case seal leak. The unit was opened and inspected: no further moisture corrosion found inside the pump. The power flex and printed circuit board were tested for intermittent conditions, no defects were found.